Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl, bupivacaine, and hydromorphone via an implantable pump for non-malignant pain. The hcp reported that the patient's pump had been critical alarming since (B)(6) 2025 and the pump was empty. The hcp stated that patient had been able to request bolus doses 4 times per day since the critical alarm started. The hcp reported that the pump logs show "bolus request".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.